Manufacturer narrative:
Complaint conclusion: as reported, the powerflex pro 7mm x 4cm 135 was inserted over the wire to the area of interest and inflated to a sub nominal pressure and burst. The balloon was removed intact. An additional powerflex pro balloon was opened to finish the case. There was no reported patient injury. The balloon was opened on a sterile table as per the instructions for use (IFU). The intended procedure was a superficial femoral artery (sfa) intervention. The lesion was moderately calcified with no vessel tortuosity. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The device prepped normally (i.e., maintain negative pressure). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. Leakage was not noted from the balloon, shaft, hub, or other unknown segment. The balloon catheter did not kink while being used. The balloon catheter was removed easily. The device was not returned for analysis as it was discarded at the facility. A product history record (phr) review of lot 82182669 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification may have contributed to the reported event, as it is known that calcium may damage balloon material. However, without return of the product for analysis, it is difficult to draw a clinical conclusion between the device and the reported event. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the powerflexpro 7mm4cm 135 was inserted over the wire to the area of interest and inflated to a sub nominal pressure and burst. The balloon was removed intact. An additional powerflex pro balloon was opened to finish the case. There was no reported patient injury. The balloon was opened on a sterile table as per the instructions for use (IFU). The intended procedure was a superficial femoral artery (sfa) intervention. The lesion was moderately calcified. There was no vessel tortuosity. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The device prepped normally (i.e., maintain negative pressure). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. Leakage was not noted from the balloon, shaft, hub, or other unknown segment. The balloon catheter did not kink while being used. The balloon catheter was removed easily. The device will not be returned for evaluation as it was discarded at the facility.